Manufacturer narrative:
Our field service engineer replaced the control printed-circuit board (pcb) according to the recommendations in the service manual and performed successful functional and safety tests before the ventilator was returned to service. The evaluation of the received device logs confirmed a single occurrence of the reported technical errors and a stoppage of ventilation on the date of event. During laboratory tests with the returned control pcb installed in a reference ventilator, several pre-use checks tests succeeded, and simulated-use tests of ventilation ran for a full week without any deficiency related to the control pcb noted. The control pc board was stress tested, i.e. Exposed to mechanical pressure, moderate cooling, and warming without provoking any failures. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is, that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause of the reported failure has not been established during this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the device stopped ventilating while on a patient and that the ventilator was generated error codes. There was no patient harm. (B)(4).